Event description:
It was reported that during an acl repair using a super turbovac 90 wand, the patient experienced bradycardia. Product was disposed of and lot number is unknown. No additional treatment or intervention required to address the patient¿s bradycardia during or after procedure. Current health status of patient is stated to be the same as pre-operative condition.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event is patient¿s general health, the presence of coexisting medical problems, or as with other electrosurgical units, electrodes and cables can provide paths for high frequency current. There are no indications to suggest the device did not meet product specifications upon release into distribution.